Event description:
Surgeon performed a l4-s1 lumbar fusion with the universal spine system (uss) dual opening and transforaminal posterior lumbar interbody fusion (t-plif) mtf allograft interbody fusion on (B)(6) 2013. The patient returned with complaints of pain. Doctor found on imaging studies that the l5-s1 t-plif spacer had migrated posteriorly out of the disc space. He performed the revision on (B)(6) 2013. He removed the rods and then removed the migrated t-plif. He replaced the uss do screws with larger diameter screws at l4, l5, and s1. He replaced the mtf allograft t-plif at l5-s1. Doctor placed the rods and put in iliac screws. The final uss dual opening construct is from l4-ilium. This is report 1 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.